Manufacturer narrative:
Concomitant medical products: product ID 306001, lot# unknown, implanted: (B)(6) 2021, product type screening device. Information references the main component of the system. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for non-obstructive urinary retention/urge incontinence. It was reported that patient stated that his device maxed out at 5.7. No symptoms reported. No further complications were reported/anticipated at this time. Additional information was received from a healthcare provider (hcp). The hcp reported that what most likely caused or contributed to the max setting at 5.7 volts was that the lead probably moved. When asked what steps were or would be taken to resolve the issue, they responded the leads were removed after the basic evaluation. The issue was not resolved, but no further action would be taken.